Event description:
The customer reported to baxter (B) (4) a reservoir ruptured. This condition occurred during filling with 5fu (5-fluorouracil) and saline. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B) (4). The sample has not yet been received by baxter. A follow-up report will be filed upon completion of the sample evaluation or if additional information is available.